Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the size 5 stem packaging was compromised and unsterile. There was not a backup size 5 and the surgeon felt comfortable broaching to the size 6 stem. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.